Event description:
During the evaluation of a spectrum pump displayed "door not fully latched" alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation found the reported symptom to be caused by a loose link screw. The link screws have been replaced.